Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen is no longer functional. Reportedly, the customer is still receiving their basal delivery and able to deliver quick boluses, however the touchscreen does not illuminate. Customer's blood glucose level was not impacted.